Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a gradual increase in lv pace impedance measurements from 1,450 ohms to high out-of-range pace impedance measurements greater than 2,000 ohms. Technical services (ts) reviewed that this may be indicative of a physiological change around the lead. It was recommended that the patient be brought in for reprogramming. It was noted that lv thresholds were stable. This crt-d and lv lead remain in service. No adverse patient effects were reported.